Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited no capture and a drop of r-wave values. The patient also complained of an odd sensation during pacing. When the lead was turned off, the sensation went away. The physician believed the lead had perforated after looking at the x-ray. Echocardiogram showed no fluid build up. The lead was explanted and replaced. Aside from the pacing sensation, the patient described no pain or discomfort.

Manufacturer narrative:
X-ray was misspelled in the initial report.